Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient experienced adhesive issue on (B)(6) 2023. The infusion set had fell off during use and the duration of usage was 6 hours. No further information available.